Manufacturer narrative:
According to the facility on (B)(6) 2026, the control syringe was reported to rotate off the end of the manifold when aspirating and injecting fluids and would not remain connected. The facility reported that the procedure was able to be completed after opening another kit, and the control syringe from the replacement kit functioned as expected. No serious injury occurred, and no medical intervention or follow up care was required. The facility reported that the syringe is part of a newly announced recall. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6) 2026, the control syringe was reported to rotate off the end of the manifold when aspirating and injecting fluids and would not remain connected. The facility reported that the procedure was able to be completed after opening another kit, and the control syringe from the replacement kit functioned as expected. No serious injury occurred, and no medical intervention or follow up care was required. The facility reported that the syringe is part of a newly announced recall.

Manufacturer narrative:
Update to h6 and h9. After further investigation, it has been determined that the investigation involved an analysis of production records and that the device was discarded. The investigation identified a manufacturing process problem, and the cause was traced to a manufacturing deficiency. The recall number is r-26-025-fgx1. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.